Manufacturer narrative:
D10: concomitant devices are unknown. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately unknown months after a total knee replacement procedure, the patient has experienced unknown issues. The device was not returned for evaluation. No photographs or x-rays were provided for review; therefore, the reported event cannot be confirmed through analysis. No operative notes were provided; therefore, a review of device usage and technique could not be performed. No information concerning patient conditions, co-morbidities, or other health or anatomical concerns was provided and it is therefore unknown if patient-related factors may have caused or contributed to the reported event. No further issues or complications were reported. No additional information is available. The cause of the reported event cannot be determined based on the information made available. Should additional, relevant information become available, a supplemental report will be filed accordingly. No ebi data, no pra report, no serial tracing history.

Manufacturer narrative:
D1: corrected. H6: corrected health effect, medical device, component, and investigation clinical codes.